Manufacturer narrative:
Follow-up from 18-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced major pelvic pain, constant pain where the coils are and heavy bleeding. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, genital bleeding may occur during and following the micro-insert placement procedure. In this case, temporal relationship between essure insertion and the occurrence of these events is unknown. Based on the information provided and given their nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038529) in united states on 26-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. After the essure procedure, consumer started to have major pelvic pain, cramps, heavy bleeding to the point of restriction to 1/2 hour to a bathroom, stabbing pain in the front then severe lower back pain-chiropractor needed to move, during periods she can barely walk, constant pain where the coils are. This is in addition to the other side effects of metal taste, joint pain, headaches and the list goes on. Her uterus was contracting as if she was pregnant and pulling the muscles in her back. She stated she was forced to have a hysterectomy. Consumer stated that an intervention was required. Ptc investigation result was received on 09-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced major pelvic pain, constant pain where the coils are and heavy bleeding. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, genital bleeding may occur during and following the micro-insert placement procedure. In this case, temporal relationship between essure insertion and the occurrence of these events is unknown. Based on the information provided and given their nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.